Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device history identified persistent hyperglycemia above the readable cgm range despite multiple meal announcements and a full supply change. A potential infusion set-related delivery issue could not be excluded; however, multiple meal announcements were also entered while glucose values remained elevated. Based on available information, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1000 mg/dl, resulting in hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.